Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine with concentration 18 mg/ml at a dose rate of 11.857 mg/day and morphine with concentration 20 mg/ml at a dose rate of 13.174 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient recently had magnetic resonance imaging (MRI) performed. The MRI performed was not due to a suspected problem with the patient¿s device or therapy. The patient had an aneurysm which was the reason for the MRI. A motor stall was seen at initial interrogation. It had not been less than two hours since the patient had exited the MRI field. At a pump refill it showed the pump had been stopped for 734 hours and 45 minutes. It was indicated that the expected reservoir volume was 9.7 and the actual reservoir volume was 7 ml. Telemetry state was reviewed at the time of the report. The hcp had emptied the pump and put saline in. At the time of the report it was being considered that the patient however had been getting their medication this entire time and emptying the pump was likely unnecessary. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-nov-06. It was reported that the pump was in telemetry state. This was resolved by interrogating the pump and pulling it out of telemetry state, and the date of recovery matched the date of telemetry.